Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was foreign material in the tube of a homechoice automated pd set with cassette. This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. Visual inspection was performed and two black stains were observed. The stains were removed by rubbing against it with the finger. The foreign materials are found on outside surface of the tubing. The reported condition was verified. The cause of the foreign material is likely due to mishandling of the patient line tubing assembly, causing it to come into contact with the conveyor line track guide during the assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.